Manufacturer narrative:
The device was returned for evaluation. The reported issue was confirmed. Manufacturing on the mobile jaw is broken. The fragment was returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A corroded area could be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. The traction wire is bent. Because no material or manufacturing defect was found and there was evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. The IFU nt060 provided with the device requires to: "check the assembly and the functionality of all elements of the device before use. "

Event description:
It was reported that one of the jaws of the device was no longer welded together. The device broke in the patient's abdomen during surgery. All broken pieces were retrieved. There was no reported patient harm or delay in surgery.